Manufacturer narrative:
Olympus contacted the user facility to obtain additional info regarding this report. The user facility reported that section of insertion tube cover fell into the pt's abdominal cavity close to the gallbladder. The device referenced in this report was not returned to olympus america inc for eval. The cause of the reported phenomenon could not be conclusively determined. If significant and relevant info become available at a later time, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic laparoscopic cholecystectomy procedure, a section of the insertion tube outer cover fell into the pt's body cavity. The detached cover was reportedly retrieved with unidentified type forceps. The intended procedure was completed using the same device. The pt was reportedly in good condition following the procedure.